Event description:
Caller alleged discrepant results compared with the lab for inratio2 meter. Results as follows: on (B)(6) 2011, the pt was trained on the inratio2 meter and got a result of 1.4. The physician was not surprised by the low result because the pt had finished a course of antibiotics and prednisone for bronchitis on (B)(6) 2011; the physician increased pt's coumadin dose. On (B)(6) 2011, the pt got an inratio2 result of 1.4 and the physician increased the coumadin again. On (B)(6) 2011, the pt got an inratio2 result of 1.3. A lab draw was obtained within about two hours of the inratio2 test and the lab result was 4.2. Pt's therapeutic range is 2.0-3.0.

Manufacturer narrative:
Pending investigation.